Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis as this happened about a year and a half ago, but doesn't know the exact date. The customer blood glucose level was 270 mg/dl at the time of incident and the current blood glucose level was 138 mg/dl. Customer¿s blood glucose level was 400 mg/dl at the time of hospitalization. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as high ketones and vomiting. Customer stated that the drive support cap appears normal. Customer stated that the insulin pump was alleging under delivery. Customer was able to complete carelink upload. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. Device recognized the water filled reservoir that was installed in the reservoir compartment. Programmed and delivered multiple test boluses. All boluses delivered properly with water exiting the infusion set. Device was also programmed with a basal profile and monitored. The basal profile delivered properly. No bolus anomaly or basal anomaly noted during testing. The motor functions properly during testing. No motor anomaly or displacement anomaly noted. The motor was tested outside of the device and passed. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.